Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) one-link non-dehp microbore catheter extension sets would not flow. The event was further reported as when the syringe is attached to the extension set to inject the unspecified medication, there seems to be ¿something blocking the connection¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One (1) actual and eight (8) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including clear passage and pressure tests were performed. During functional testing, a blockage was observed between the small bore two piece luer and the high-pressure tubing. Clear passage and pressure testing failed due to the blockage. The reported condition was verified. The cause of the condition was due to a manufacturing issue. There are manufacturing process controls in place to detect and prevent blockages from occurring. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.